Manufacturer narrative:
Error code 36 was found in the pump history log. New pump software was installed. MDR is a result of a retrospective review for reportability. Reference recall number z-1867-2011.

Event description:
Info received indicates pump experienced error code 36.